Event description:
The customer reported that the patient received an unexpected large bolus of medication. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Visual inspection showed no anomalies. The pcu event log shows that the pump module was programmed at 8:04 pm on (B)(6) 2018 to infuse norepinephrine 4mg/250ml at 45.6ml/hr. The infusion ran at various rates (45.6ml/hr, 85.5ml/hr, 91.2ml/hr, 96.9ml/hr, 103ml/hr, 108ml/hr, 114ml/hr, 120ml/hr, 125ml/hr, 131ml/hr, 137ml/hr and 143ml/hr), until 2:29 pm on (B)(6) 2018 when the device was channeled off and removed from the system. The volume recorded as being infused during this period was 2290.44ml. Functional testing showed no anomalies. The root cause of the overinfusion was not identified.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the patient received an unexpected large bolus of medication. There was no patient harm.